Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported one year and 7 months after the dental implant was installed in intraoral region #30 it was verified its non osseointegration. More than 80 ncm of primary stability was achieved and immediate load was performed.